Manufacturer narrative:
The subject device was discarded by the user facility and could not be returned. The exact cause of the user¿s report could not be conclusively determined. As a result of checking the manufacturing record for the past six months from the delivery date because the actual lot number was unknown, nothing abnormal was detected. Based on the similar case in the past, omsc assumes that the calculus was too hard, so a force beyond capacity of the subject device was applied, causing the break of the operation wire. As described in the instruction manual, this device is not designed to be capable of crushing all calculus. Warning: a lithotriptor cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damages shown in chapter 5, ¿emergency treatment¿ may occur. Use the lithotriptor by considering that it may lead to damaging the instrument and that open surgery may have to take place. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If ithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap, tube sheath not completely retracted in coil sheath etc.). Stop use when any abnormality is detected.

Event description:
During an endoscopic lithotripsy procedure in the bile duct on (B)(6) 2016, the doctor tried to crush a calculus with the subject device, but the operation wire of the subject device was broken at the junction between the operation pipe and the operation wire and then incarcerated. To release the incarceration, the doctor reinserted only the endoscope and made the basket wire bent with grasping forceps, and then released it. After that, the doctor discontinued the procedure. There was no report of the patient injury regarding this report. The doctor plans to conduct an endoscopic procedure again on (B)(6) 2016.